Event description:
It was reported that following a percutaneous coronary intervention, stent thrombosis occurred. Patient had a 2.25mm ion stent implanted in the mid left anterior descending (lad) artery. Three days later, the patient presented with chest pain and positive enzymes. The ion stent was 100% occluded. The lad artery was bifurcated and had severe diffuse disease. Access was obtained via the right femoral artery. A 2.0x12mm apex balloon was advanced and inflated in the mid lad three times at maximum 14atms. Then a 2.5x15mm nc quantum apex balloon was inflated twice at maximum 15 atms. Physician then deployed a 2.5x12mm promus rx stent in the mid lad at 9 atms. A 2.5x12mm quantum balloon was used for post dilation and inflated three times at a maximum 12 atms. Physician felt final result appeared quite adequate with timi-3 flow through the mid lad. The procedure was completed with no patient complications reported and the patient's status is fine. Physician recommended that the patient have bypass surgery at a later date.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).